Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced ten infusion set issues between (B)(6) 2026 and (B)(6) 2026 where the tubing was placed in the notch prior to cocking the spring which caused a bent needle and resulted in a high blood glucose level that was treated with a correction injection via multiple daily injections